Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient did not hear low alerts from the g5 mobile application. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of no low alerts was not confirmed. A root cause was not determined.